Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) display went blank. The iabp was swapped for another. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Submitted wrong g3 ((B)(6) 021) date in initial MDR. The correct g3 date ((B)(6)2021).

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse verified error codes in the log. The fse inspected the internal cables and found a loose connection between the main board and motor control board. The fse reseated the connector. The fse completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) display went blank. The iabp was swapped for another. No patient harm, serious injury or adverse event was reported.